Event description:
Approximately two days post-op, one of the sacral pedicles was fractured medially; reportedly due to poor placement of the polyaxial screw. Removal of the screw, locking nut, and rod segment was performed five to six months later, as the pt reported increased pain. Upon removal, it was observed that the polyaxial assembly was not locked.